Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a hole in the sterile barrier was noticed. Lesion details are unknown. There was no patient involved. During the unpacking and prior to opening this 2.5mm x 220mm x 150cm, otw coyote balloon, a hole in the sterile barrier was noticed through the packaging. The device was not used. The procedure was completed with another 2.5mm x 220mm x 150cm, otw coyote balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).